Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer's blood glucose level was 335 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.